Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the proxabrush go between cleaners and the bristles started breaking off from the handle and got stuck between her teeth.